Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an out of range pacing impedance measurement had been generated for this system on the right ventricular (rv) channel. The measurement was 2355 ohms and previously was 700-800 ohms. Additionally, elevated threshold measurements and noise was noted. The noise could be reproduced with some arm movements when the patient was in the clinic. The patient only paces 1% of the time in the rv; therefore, the physician decided to reprogram the automatic gain control (agc) from 0.3mv to 1.0mv. The patient did not experience any pacing inhibition and is asymptomatic. The physician discussed a revision procedure in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and the associated right ventricular (rv) lead were removed from service and replaced. No additional adverse patient effects were reported.